Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-05293. It was reported that stent dislodgement occurred. Vascular access was obtained via right femoral artery (rfa) using 6fr sheath. The stenosed target lesion was located in the proximal circumflex artery. After pre-dilation was performed with a 3x15mm semi-compliant balloon catheter, a 3x16mm promus stent was advanced to treat the lesion. However, the promus stent was unable to cross the lesion and the stent delivery system (sds) was then removed with the stent intact on the sds; but it was noted that the stent struts were distorted. Additional dilation was performed with a 3x15mm balloon catheter. Subsequently, the physician advanced a 3.00x12mm promus premier¿ stent and encountered a difficulty traversing the stenotic area of the vessel. During removal of the 3.00x12mm promus premier¿ stent, it was noted that the stent came off the balloon delivery system. Since the guide wire remained in the coronary artery and through the stent, a 1.2x6mm balloon catheter was advanced and inflated distal to the 3.00x12mm stent. The physician pulled the 3.00x12mm stent into the guide catheter and retrieved all the devices back to the sheath. However, the 3.00x12mm stent was stuck in the hub of the sheath. The physician then clipped the sheath and fluoroscopy was performed to ensure the stent remained in the sheath hub; both devices were then removed and the procedure was completed. No further patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The crimped stent was detached from balloon and not returned with device for analysis. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon. The stent crimp force, the crimp temperature and the crimp duration for the device all are within the specified range. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple kinks on hypotube. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the profile of the shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-05293. It was reported that stent dislodgement occurred. Vascular access was obtained via right femoral artery (rfa) using 6fr sheath. The stenosed target lesion was located in the proximal circumflex artery. After pre-dilation was performed with a 3x15mm semi-compliant balloon catheter, a 3x16mm promus stent was advanced to treat the lesion. However, the promus stent was unable to cross the lesion and the stent delivery system (sds) was then removed with the stent intact on the sds; but it was noted that the stent struts were distorted. Additional dilation was performed with a 3x15mm balloon catheter. Subsequently, the physician advanced a 3.00x12mm promus premier¿ stent and encountered a difficulty traversing the stenotic area of the vessel. During removal of the 3.00x12mm promus premier¿ stent, it was noted that the stent came off the balloon delivery system. Since the guide wire remained in the coronary artery and through the stent, a 1.2x6mm balloon catheter was advanced and inflated distal to the 3.00x12mm stent. The physician pulled the 3.00x12mm stent into the guide catheter and retrieved all the devices back to the sheath. However, the 3.00x12mm stent was stuck in the hub of the sheath. The physician then clipped the sheath and fluoroscopy was performed to ensure the stent remained in the sheath hub; both devices were then removed and the procedure was completed. No further patient complications were reported.